Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, the patient's blood pressure dropped, and it was confirmed by echocardiogram that pericardial fluid had accumulated. Drainage was performed, and the patient's blood pressure stabilized. The case was completed with radiofrequency. No further patient complications have been reported as a result of this event.